Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported failure of the ac power source could not be reproduced during in-house testing however, during the evaluation the internal battery was found to need replacement. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to detect an ac power source when plugged in. The device was not in use when the fault occurred; therefore, there was no patient involvement.